Event description:
It was not possible to start the subject programmer. When pressing the start button, the programmer immediatelly switches off. The subject programmer was returned. Preliminary analysis confirmed the reported failure. In-depth investigations are ongoing.

Event description:
It was not possible to start the subject programmer. When pressing the start button, the programmer immediately switches off. The subject programmer was returned. Preliminary analysis confirmed the reported failure. In-depth investigations are ongoing.